Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a procedure, the tip of one (1) firstpass opened in the wrong direction. The nurse pricked herself and was accidentally exposed to blood. It is unknown how the procedure was performed or if there was a surgical delay. No further complications were reported.